Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. A siemens service engineer evaluated the system onsite. The specialist found a defective vertical drive unit and rotation encoder. Both have been replaced and the system is back to normal operation. The material consumption of used replacements in relation to the installed base is monitored by the CAPA process. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. No general design issue was identified. Therefore, this report has been submitted with an abundance of caution.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom definition as CT system. On (B)(6), 2022, a 48 year old male patient came in as an emergency patient with a cerebral hemorrhage and in a coma. The patient handling system (phs - patient table) was lifting with the patient on it when the gantry powered off. It was reported that this caused a delay in diagnosis of approximately 10 minutes. Currently the patient is still in the intensive care unit.